Event description:
It was reported to gore that patient presented with a hernia which was repaired with open procedure using gore bio-a tissue reinforcement (fs0915). Mesh was placed intraperitoneally with fixation by absorbable sutures with 1 cm spacing. Patient had ileus for 2-3 days. Patient was treated with n/g tube and tpn. At 3 day post-operatively, patient had vomiting. On (B)(6) 2014, patient was returned to or for laparoscopic surgery for bowel obstruction. Surgeon found adherent bowel along the mesh and the mesh was noted to be crumbling. Surgeon reported that the hernia repair remained intact and removed the bowel from the mesh. Patient is doing well and left the hospital on (B)(6) 2014.